Event description:
Externalized conductors were found via fluoroscopy. All measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the lead was capped.